Event description:
End user states "the battery was going out early. Now the controller is messing up on him. When you want to go to make a right turn, the chair will just stop on him. When driving straight that the chair, will just stop on him. He will never know what speed the chair is going to go regardless of what he has it set on. This is his second chair and that the first chair also had problems as well and was hurt with the first chair, same problem with the control messing up on him." Minor injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model pronto m61, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1125085, was issued with this device. The owner's manual is also found on-line at invacare.com.it is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.